Event description:
The consumer previously broke his hip and received a walker and commode from the dealer. The consumer alleges the walker would not open all the way and he allegedly fell, breaking his other hip. Serious injury is alleged. Device was returned to distributor and evaluated on (B)(6) 2007.

Manufacturer narrative:
Device is a distributed product. Device was received and engineering inspected on (B)(6) 2007. It appears the device lock mechanism was found misaligned. No history to suggest a product problem. The lock mechanism was able to be engaged and the walker functioned as designed. Nature of complaint suggests device was used in an unsafe manner (i.e. Not locked open properly). Current user guide covers this area. Manufacturer of this device was notified.